Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infraction and stenosis as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a 3.5x28mm absorb bioresorbable vascular scaffold (bvs) was implanted in the mid left anterior descending (lad) coronary artery lesion.on (B)(6) 2017, the patient was admitted to the hospital with angina and a non-st elevated myocardial infarction was diagnosed. An angiogram was performed in (B)(6) 2017, showing mild in-stent restenosis of the lad; however, the culprit lesion appeared to be ostial right. A drug eluting stent was implanted at the proximal right coronary artery chronic total occlusion. The event resolved. There was no additional information provided regarding this issue.